Event description:
Using the instrument at hospital, a sound of ga-ga rang 2 times then alarm rang, opertion of the instrument stopped. Reset alarm occurred. Turn it on again, then worked normal. Constant flow was normal. No patient harm.